Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the device area hurt and it was like the ¿device has jumped out of place¿. The patient noted that the area feels better when pressure is applied. Follow up with the patient¿s clinic indicated that the patient had discussed the issue with them but did think they needed to be seen prior to their next scheduled visit. The device remains in use. No patient complications have been reported as a result of this event.